Event description:
It was reported that the patient was scheduled for coronary artery bypass graft surgery due to triple vessel disease. While in the cath lab, md inserted sheath via right femoral artery. The intra-aortic balloon (iab) was prepped per instruction & inserted. After insertion was complete, md connected iab to pump. Pump alarmed helium loss & as a result, the helium cylinder was exchanged. It was noted that the helium cylinder was not empty. After the patient's surgery was completed he was moved to the cardiac intensive care unit and the pump "kept sounding helium loss 2 alarms". The clinician contacted the sales representative. Upon her arrival the connections to the helium line were checked; as well as the patient's leg was checked to be in a straight position. The insertion site was checked and the sales representative "undid same and reconnected". Next, the sales representative checked to make sure the "rubber rings" were on the helium connection to the pump. The helium cylinder and the regulator also were found to be "good". The sales representative also checked for blood in the helium line; there was none. It was decided to exchange the pump. The pump was exchanged with another pump. This pump did not alarm and the iab therapy continued alarm free. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.